Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the hcp saw a power on reset (por) message on the clinician programmer. It was noted that a fall was related to this issue. The same day, the rep stated that the device was successfully turned back on and was working correctly. No symptoms or further complications were reported or anticipated.